Event description:
Sales rep reported:he has removed a pinnacle inlay, which was completely run after cranial.

Manufacturer narrative:
Product complaint (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the sales rep reported: he has removed a pinnacle inlay, which was completely run after cranial. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed that several anti rotational devices have been sheared off from the altrx neut 32idx50od. Additionally, the rim of the liner presents deformation. Based on the observed damage on the liner, it is reasonable to conclude that the liner disassociated from the cup and the audible sound would be present due to unintended articulation of the head and the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A dimensional inspection was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the liner would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : product description: altrx neut 32idx50od product code: 1221-32-050, lot number: ha4266. 1) quantity manufactured: (B)(4), 2) date of manufacture: 2017-05-31, 3) any anomalies or deviations identified in DHR: no non-conformances were identified. 4) expiry date: 2022-05-31, 5) IFU reference: 0900-00-128 .

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received: doi: (B)(6) 2017: patient received a right pinnacle/corail tka including the pinnacle cup with apex hole eliminator, ceramix femoral head, altrx liner, and corail stem. Dor: (B)(6) 2023: patient received a right hip liner and head revision to treat noise in the hip. The medical records do not detail the procedure other than identifying that the poly liner and ceramic femoral head were revised and replaced with a depuy altrx liner and metal femoral head. There is no indication that the femoral stem or acetabular cup were revised. Additionally, there is no indication of wear for the poly liner. Aei note a-10546724 confirms that there were no patient harms associated with the noise from the hip. Doi: (B)(6) 2017, dor: (B)(6) 2023, right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. Can you confirm the primary surgery date or the original implantation date? Doi (B)(6) 2017. B. Can you please provide the date the patient was revised? Dor (B)(6) 2023. C. What is the affected side involved in this event? Left or right? Right. D. Can you please provide the product code and lot number of the reported products? Will be provided later. E. What is the event date? No accident/trauma. F. Was there a surgical delay? If yes, what is the duration of the delay? No delay. G. Was there any patient harm relevant to this event? If yes, please kindly provide the details. No harm; female patient noticed a grinding noise in her hip joint, no pain.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Can you please confirm what you mean by completely run? Which was completely run through cranially.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: these are the components which were implanted during primary surgery: ¿ pinnacle cup 100er serie gr 50 lot 8589341, ref (B)(4). ¿ pinnacle altrx pe actebular liner neutral 50/32 lot ha4266, ref (B)(4). ¿ apex hole eliminator - ps lot d17084123, ref (B)(4). ¿ corail hip system cementless femoral stem, lot 5296379, ref (B)(4). ¿ biolox delta ceramic femoral head, lot 8550034, ref (B)(4). During revision head and inlay were removed. These are the components which were inserted during revision: pinnacle altrx pe actebular liner neutral 50/32, charger m39z85, UDI (B)(4), ref (B)(4). Metal head 32 +5 mm konus 12/14, charger d22102065, UDI (B)(4), lot 1365-22000